Event description:
Abbott starclose se vascular closure system step #3-sheath splitting- sheath did not split properly and metal splitting rod unseated from sheath and tracked down the outside of sheath. Sheath was split manually, suture deployed properly and hemostasis was successful. Device could not be removed after suture deployment. The release buttons were pressed and device was then removed normally. Examination of the device showed thin threads of frayed sheath and a nearly broken-off metal tooth at the distal tip of the device. Dates of use: one time use, 2009. Diagnosis: post cardiac cath vascular closure.